Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hyperglycemia after missing a meal announcement, with blood glucose rising to approximately 365¿380 mg/dl and remaining elevated for less than 90 minutes despite a recent infusion site change and ongoing closed-loop dosing; the user also consumed pretzels during the high, and no alerts beyond high glucose were reported. Symptoms included hyperglycemia without reported ketones or acute complications. Outcomes included no hospitalization, no professional medical intervention, no loss of consciousness, and no use of backup therapy. Investigation included customer interview and basic troubleshooting. Investigation of this case revealed user-related factors, including a missed meal announcement and snacking during hyperglycemia, which likely contributed to the elevated glucose and extended correction time. It was concluded that the device functioned as designed, and the event was attributable to use-related factors. The device has not been returned. If it is returned, it will be evaluated, and a supplemental report will be filed.